Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance in resetting the pump from technical support, after which the malfunction did not recur. They were instructed to continue using the pump and to call back if the issue reappeared.